Event description:
Caller reported difficulty loading cartridge but did not receive any error messages or alerts. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through the process of loading a filled cartridge, which was completed successfully, allowing the customer to resume insulin without further assistance needed.